Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per journal of vascular surgery study: "symptoms associated with ca-uedvt were defined as arm pain, shoulder pain, neck pain, unilateral arm swelling, or low-grade fever immediately after catheter insertion,.."(p. 658) "eight patients complained of intermittent mild swelling on the accessed arm." (P. 569). Reference: interventional management of central vein occlusion in patients with peripherally inserted central catheter placement. Jae woo yeon, md, young kwon cho, md, han myun kim, md, myung gyu song, md, soon-young song, md sung bum cho, md, sam yeol lee, md.